Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. The customer also reported that there were scratches and cracks on the insulin pump and was having issue with deplete battery life. The customer declined helpline assistance. The insulin pump will not be returned for analysis.